Event description:
Pt (B)(6) presented on (B)(6) 2011 complaining of significant back and abdominal pain. The pt had a CT of the abdomen and pelvis and was found to have a 6.1 cm abdominal aortic aneurysm. A type 3 endoleak was also identified. On (B)(6) 2011, he underwent endoluminal repair of his abdominal aortic aneurysm (aaa). The type 3 endoleak was confirmed via diagnostic abdominal aortogram. The endoleak was identified originating from a fabric tear on the main body of his previous medtronic aneurx device which was implanted on (B)(6) 2008. The pt's aaa and endoleak was successfully repaired. Imaging upon completion revealed good wall apposition, complete resolution of the endoleak, filling of the aneurysm on contrast imaging, and filling of the external iliac arteries bilaterally.